Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported an off no power and battery out limit alarm after inserting the battery incorrectly. The customer also reported that she has been hospitalized three times in the past few months due to high and low blood glucose levels. On (B)(6), 2011, she was hospitalized with blood glucose levels over 700 mg/dl. On (B)(6), 2011, she was hospitalized with a low blood glucose reading of 24 mg/dl. The customer fell and broke her nose prior to the event. On (B)(6), 2011, she was hospitalized with a low blood glucose reading of 36 mg/dl. The customer stated that she has been very depressed ever since her husband passed away. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.